Event description:
As reported, during use of a capsure fixation device it did not work as intended. It failed to deploy fasteners and deployed two fasteners in one actuation. The procedure was performed under visualization and the loose fastener removed from the body. There was no patient injury as a result of the problem.

Manufacturer narrative:
As reported, the capsure fixation device failed to deploy the fasteners and subsequently deployed two fasteners at the same time. Videos provided show the device failed to deploy a fastener on the first attempt. The next attempt is successful in deploying a fastener, but the device will not pull free (it appears the tip of next fastener in the device was stuck in the mesh the surgeon actuates attempting to free the device the next fastener is affixed on the previous fastener. The sample is reported to be available but not yet returned for evaluation. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in november, 2022. Based on the information provided, video evaluation and without having the physical sample to evaluate, no definitive conclusion can be made. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the device did not reproduce the reported event that the device deployed two fasteners as only one fastener remained in the device. The video provided confirms the event of two fasteners deploying at once as a result of the first fastener failing to separate from the mandrel and the user actuating the device again deploying the second fastener into the first. Why the first fastener could not be separated from the cannula and did not fully deploy cannot be determined through the video evaluation or sample evaluation. Updated fileds: b4, d9, g2, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the capsure fixation device failed to deploy the fasteners and subsequently deployed two fasteners at the same time. Videos provided show the device failed to deploy a fastener on the first attempt. The next attempt is successful in deploying a fastener, but the device will not pull free (it appears the tip of next fastener in the device was stuck in the mesh the surgeon actuates attempting to free the device the next fastener is affixed on the previous fastener. The sample is reported to be available but not yet returned for evaluation. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 665 units released for distribution in november, 2022. Based on the information provided, video evaluation and without having the physical sample to evaluate, no definitive conclusion can be made. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during use of a capsure fixation device it did not work as intended. It failed to deploy fasteners and deployed two fasteners in one actuation. The procedure was performed under visualization and the loose fastener removed from the body. There was no patient injury as a result of the problem.